Event description:
Recently had a fall resulting in pain & loss of function. Underwent revision surgery today. On opening the knee, the poly of the metal backed patella was free floating in the joint space. The metal backed patella was still firmly affixed to the bone of the patella.

Manufacturer narrative:
The device associated with this report was not returned. A previous investigation found (B)(4) CAPA number (B)(4) are associated with the lot. A hhe (health hazard evaluation) was carried which states the oversized condition can lead to the polyethylene dissociation from the base plate or possible breakage of the poly component. Revision surgery would be required in both instances subsequently a global recall was initiated for this lot in november 2006. Due to the failure mode being in line with the consequences listed in the hhe, the failure mode has been confirmed. The root cause of the failure mode has been addressed under (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.